Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/24/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: evaluation revealed that the keypad cover was damaged with a small cut to the right of the up arrow and down arrow buttons. All of keypad buttons were responsive during testing. Evaluation also revealed a dim, discolored display screen. A test screen was inserted and was found to function properly.